Event description:
It was reported that during an unspecified procedure, the tip of the zipwire broke during removal from the sheath. The procedure was successfully completed with this device. No patient injuries or complications were noted. Patient status is reported as "okay." Additional information regarding this event has been requested.

Manufacturer narrative:
The device has been returned for analysis, however, additional testing has not been completed at the time of this report. A supplemental report will be filed when the analysis is complete.